Event description:
Melting around the contacts of the blood glucose monitoring device base unit. No futher information was provided on the alleged incident associated with the device base. A request was made for the return of the suspect device and replacement product was sent.